Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the ventilator and upgraded the software to the latest revision level. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a communication issue. There was no patient involvement.